Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 had failed. A field service engineer (fse) identified a broken clip on the pyxibus module, which had caused the retractor band cable to disconnect. The pyxibus module controller was replaced, and the cable was securely reattached. The drawer was tested using the hardware test application and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative correction: section d unique identifier (UDI) part analysis: the report of the pyxis medstation es aux (drawer 6 is failed again) was confirmed during fse testing. According to work order 02044838, the field service engineer (fse) reported that the pyxibus module controller was replaced because the small clip securing the retractable band cable was found broken. This damage caused the cable to disconnect from the connector, resulting in full height drawer 6 not being detected on the bus. The cable was properly clipped in and secured. The drawer was tested using the hardware test application (hta), and it was verified that it was functioning correctly within the application. During dchu visual inspection confirms, one (1) pcba fh cubie pmc (p/n 151903 01 sn (B)(6)) was received with physical damage to the clip which secures the pyxibus cable connection; no other anomalies were found. No further testing is necessary due to the broken clip, as the condition has already been validated. Based on this confirmation, no additional actions are necessary regarding this matter. The device was in use for treatment purposes as intended per 21 cfr 820.198(d) root cause: the root cause of the reported issue (drawer 6 is failed again) was identified as a damaged pyxibus connector clip, which caused the cable to detach from its position.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system had failed drawer. As per part investigation, it was determined that damaged pyxibus connector clip, which caused the cable to detach from its position. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.